Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely to the customer¿s clothing and broke. Subsequently, the pump case fell numerous times, causing multiple infusion sets to be pulled out. Customer's blood glucose ranged from 70 mg/dl to 180 mg/dl. The customer loaded new supplies and resumed insulin delivery.